Event description:
It was reported that a user of the ilet bionic pancreas called for assistance with a steel infusion set supply change and reported a blood glucose of 198 mg/dl without symptoms, consistent with hyperglycemia of unclear cause; troubleshooting and education were completed, and there were no alerts or alarms. Symptoms included no reported clinical manifestations. Outcomes included no reported impact such as hospitalization, medical intervention, or functional impairment. Investigation included customer troubleshooting and education to address infusion set management. Investigation of this case revealed no device alarms or identifiable device malfunction, and no component failure was reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.